Event description:
It was reported while using bd durasafe¿ anesthesia kit there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: textual report "it is the second time in the week that the whitacre needle has been clogged, it had never happened and the 3 ml syringe does not fit properly with the whitacre needle."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd durasafe¿ anesthesia kit there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: textual report "it is the second time in the week that the whitacre needle has been clogged, it had never happened and the 3 ml syringe does not fit properly with the whitacre needle".